Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿blocked channel¿ was confirmed. The scope¿s suction channel was noted to blocked towards the distal end. The bending section rubber glue was found cracked. The scope¿s angulation was found low. The scope ID chip showed 243 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, foreign material was observed exiting the channel and the channel appeared to be blocked. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the reprocessing method at the facility differed from the instructions for use (IFU) recommendation, or the facility staff was less trained on reprocessing and/or device handling in accordance with IFU. However, the definitive root cause of the reported issue could not be determined. IFU cautions the user against suctioning solid matter as below: ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ the user can prevent the suggested event and detect presence of foreign material in the biopsy channel prior to use for the following statement in IFU: ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ the IFU further identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.